Event description:
Mother of home pt reported alarm on homechoice machine indicative of a cassette leak. Mother ended treatment and restarted with new supplies. No pt injury or medical interventional was required as per pt's mother.